Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06393. It was reported the pt was not receiving effective pain relief from her scs system. The pt was also requiring an MRI. The entire scs system was removed. No sjm rep was present during the explant.